Manufacturer narrative:
Loose power prong.

Event description:
It was reported by service report that the bed's power is on and off intermittently. No pt involvement or adverse consequences are reported.